Event description:
It was reported that one of the tines broke off screwdriver. No impact or delays. Was surgery delayed due to the reported event? No. Action taken when event occurred? Replacement used. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. (B)(4) device property of none, device in possession of none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary loan instrument 230792003 (locking screwdriver body) was delivered with a broken tine. All loan kits come with 2 ea of this instrument so second was opened and used. No impact or delays. The product was not returned to depuy synthes, however photos were provided for review. See attachment (img_3736.jpeg, img_3737.jpeg). Visual analysis of the photo revealed that locking screwdriver body was observed broken the tip at the locking tab and also it shows signs of heavy repeated use. The fracture issue of the locking tabs has been addressed through depuy synthes quality system with a design change in 2020. The first batches (5357743 and 5357744) of drivers per the new design were manufactured on february 7, 2020. The sample device in the current complaint has an unknown batch so it is not possible to know its manufacturing date. However, it shows signs of heavy and repeated use over a long period of time. Therefore, the possible cause of the failure dates back to the end of life. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the locking screwdriver body would contribute to the complained device issue. Based on the investigation findings, end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.